Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info had been requested. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported by pt's wife that two months after receiving trident ceramic hip replacement, pt started to have severe pain and "squeaking and popping."